Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure procedure was performed and a 27mm watchman laa closure device was implanted. While the patient was in the recovery unit they had a slight blood pressure drop. A bedside transthoracic echocardiogram was performed and a 2cm effusion was observed on the right side of the heart. The patient blood pressure dropped into the 80's. They reversed heparin with protamine and monitored the patient for about an hour. The effusion slightly enlarged and they elected to put a pericardial drain in without issue. The next morning, the patient was stable with very low output from the pericardial drain. No further patient complications were reported.